Event description:
It was reported that the external pulse generator would not power up. It was returned for service. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not duplicate the reported event, the device passed all functional testing with no anomalies found. Analysis did find that the upper and lower cases were broken, the battery release, knobs and battery drawer were contaminated, one side bail cover was broken and one bail cover was missing, the ring cover, ring bail and side bails were missing, the battery contacts were compressed, the keyboard was scratched and the heart lead flex was misaligned.